Event description:
It was reported that after a review of past workorders, the customer alleged that there are deficiencies or failures with the electronic components of the devices. It was noted that the device powers off during use without warning. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that after a review of past workorders, the customer alleged that there are deficiencies or failures with the electronic components of the devices. It was noted that the device powers off during use without warning. There was patient involvement but no harm.